Event description:
Attorney's report of patient's alleged abdominal pain, "that the kugel patch had managed to become bent and out of shape and was binding" the patient's intestines.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our current knowledge.